Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 3 events were reported for this quarter. Product return status 3 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 3 devices: fracture problem / tip product disposition 2 devices: product not received 1 device: scrapped by stryker additional information 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 3 events for the failure: fracture. - 3 events had no health consequences or impact.